Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal on (B)(6) 2021. One (1) 6.5mm cannulated screw 32mm thread 80mm and one (1) washer 13.0mm were explanted from the pelvis due to pain. The procedure was successfully completed without surgical delay. The patient outcome is unknown. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) washer 13.0mm. This is report 2 of 2 for (B)(4).